Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during rewind. Motor error alarms were noted in the alarm history. Customer's blood glucose was unknown and the device is not being returned for analysis.